Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The sales rep, reported on behalf of the customer that the screws on a long gamma nail have broken a few weeks after surgery.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed via x-rays. No deviations were found during review of the manufacturing and inspection documents (DHR). The screw was documented as faultless prior to distribution. An investigation of the screw is not possible because it was not provided. All available information was evaluated by a medical expert. Excerpt of the assessment: the indication for internal fixation with a gamma-long-nail has to be estimated as absolutely correct from a clinical point of view. But, to the clinical outcome, it is of great importance that postoperative weight bearing is adapted to fracture stability. Based on the presented data, the breakage of the distal locking screw was caused by continuous overloading in an unstable fragment constellation. Non-unions and postoperatively loads are listed as adverse effects in the IFU. Furthermore the operative technique includes the correct handling and combination of the implants. If other listed adverse effects, like intra operatively implant damages or obesity, did also contribute to the screw breakage is unknown due to missing information. Based on the given information the screw breakage is attributed to postoperatively loads by the patient contributed by a non stable fracture. No discrepancies were detected during risk analysis review. No nonconformity identified; no previous or actual actions are in place. Device was not available.

Event description:
The sales rep, reported on behalf of the customer that the screws on a long gamma nail have broken a few weeks after surgery.